Manufacturer narrative:
The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis: the investigation of the unit confirmed the complaint: the housing had a crack because it was over-torqued, by disconnecting the tip. This occurred as a result of user mistake, as the torque base was not used. The housing and o-rings were replaced, and the calibration and final test according to the manufacturer's specification was performed. Root cause: the handpiece was overtorqued due to incorrect assembly and disassembly of the handpiece by the customer using the torque wrench. This resulted in torque wrench misaligning the dot on the handpiece and the handpiece connector. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that during an unspecified procedure, it was discovered that the cusa excel 23khz straight handpiece was cracked. They switched to another cusa and another handle. No patient injury was reported; however, there was delay of 2 hours.